Event description:
Instrument failure, due to magnetic pin driver had a threaded headed pin break off into the pin driver and can't be removed.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.